Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery - not charging issue was verified, but the battery-not holding charge issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced an elevated blood glucose level of 650 mg/dl. Customer addressed bg by administrating a manual correction injection. Reportedly, the customer reverted to an alternate method of insulin therapy.